Event description:
It was reported that during a anterior cruciate ligament (acl) reconstruction for an acl tear surgical procedure the 4k epscp scp,4.0,30,167,mitek device was foggy. The couplers/chucks and scope could not be defogged by wiping them with gauze. The scope was replaced, it was possible to see clearly, so the surgery was continued. A scratch was found on the tip of the scope. There was no delay in the procedure reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided. This is report 2 of 2 of (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D1, d4, g1, g4 (510k), h4: this report is for an unknown fluid management device. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown.